Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) appropriately treated 2 episodes of ventricular tachycardia. Reportedly, the second episode was accelerated into ventricular fibrillation after a burst of anti-tachycardia pacing was delivered. However, this device successfully converted the rhythm with tachy shock therapy. No device reprogramming was recommended as it was working as intended. This crt-d remains in service and no additional adverse patient effects were reported.